Event description:
In (B)(6) 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On 18 may 2024 the patient experienced stoma site bleeding post op and pain. The patient's relative reported that the patient experienced a flare of parkinson's disease with stiffness and back pain and the stoma site bleeding and pain required an ER visit and subsequent overnight stay in the hospital for unspecified testing. It was unknown if the patient received any treatment or medical interventions for the stoma site bleeding while hospitalized. It was unknown if the tubing remained implanted or was removed. Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Reference record (B)(4) . The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Post procedural complication of bleeding is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of a post procedural complication of bleeding. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.